Manufacturer narrative:
On may 13, 2025, nidek medical products was contacted by a distributor in germany that a potential incident involving one of our concentrators and an open flame provided by the patient occurred and that incident resulted in a minor injury to the patient. According to the distributor the patient held an open flame to the end of the oxygen tubing. The patient suffered first degree burns to both hands and was released after treatment. The distributor included a statement from the nurse/caretaker saying the user "held an open flame to the oxygen tube and when asked why, they didn't know why they did it". Photos provided by the distributor supported the caretaker's claim as there was no damage to the device itself, they only needed to replace the patient oxygen tubing. Additionally, all components on the inside o fht edevice, including electrical components, are in acceptable conditions and function correctly. Based on the photos and statements, along with the distributor's investigation, it is determined that the incident was not caused by the device, but rather the end user of the device introducing an open flame to the oxygen tubing. The nuvo lite instructions for use (IFU) clearly states that oxygen promotes rapid burning and strictly prohibits smoking or the presense of open flames near the device or its accessories. Nidek medical has determined that the root cause of this incident was user non-compliance with these instructions and warnings.

Event description:
On may 13, 2025, nidek medical products was contacted by a distributor in germany that a potential incident involving one of our concentrators and an open flame provided by the patient occurred and that incident resulted in a minor injury to the patient. According to the distributor the patient held an open flame to the end of the oxygen tubing. The patient suffered first degree burns to both hands and was released after treatment.